Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device replacement, an insulation break was noted on the rv lead just proximal to the thicker insulation of the pin portion of the lead. The physician placed a lead repair kit over the insulation break. There were no electrical abnormalities noted. The patient did not experience any symptoms. The patient was in stable condition before, during and after the procedure.